Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed alert 38 for a stalled motor, required multiple restarts, was determined nonfunctional, and was replaced; the user was advised the replacement would not be water resistant and to maintain backup therapy, and data sync guidance was provided. Symptoms included no reported adverse blood glucose effects. Outcomes included no medical intervention, no hospitalization, and no long-term impairment. Investigation included remote troubleshooting, review of device performance, and collection of device return for analysis. Investigation of this case revealed a motor stall consistent with an internal pump mechanism malfunction leading to therapy interruption risk, with the affected pump component suspected to be the drive motor assembly. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the pump motor consistent with device malfunction.